Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive and that the pump time was incorrect, cause was unknown. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.